Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the xience v delivery system balloon ruptured during stent deployment at 16 atmospheres for 30 seconds in the predilated, tortuous, and calcified distal right coronary artery. The xience v delivery system was completely and easily removed from the pt. The vessel was post dilated with a non-abbott balloon as the xience v stent was not expanded well. There were no adverse pt effects reported. There was no additional info provided.

Manufacturer narrative:
(B)(4). Eval summary: balloon ruptures can occur as a result of, but are not limited to, mfg (such as damage to the balloon from the stent crimp process or from damage to the balloon during the processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of mfg, all stent delivery systems (sds) are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use in the finished good lot and then again, once the finished goods lot is completed. A sampling of units are again rupture tested prior to the release of the finished good lot. There was no report of any leak in the product noted during preparation for use, which would suggest that the balloon was not damaged prior to use. In this case, the sds was not returned for analysis and may have assisted in the eval. It is possible that the moderate tortuosity and heavy calcification of the lesion may have contributed to the reported rupture. Additionally, the balloon ruptured at 16 atmospheres, which is the rated burst pressure for the xience v. Reportedly, the balloon did not expand well and the xience v stent was post dilated using a non-abbott balloon. As the balloon ruptured during deployment, this subsequently contributed to the difficulty to deploy (stent not expanded well). The reported balloon rupture and difficulty to deploy appear to be related to the circumstance of the procedure and there are no indications of a product quality deficiency. A review of the finished product lot history records did not reveal any nonconforming material records issued and no other incidents have been reported for difficult to deploy and balloon rupture for this lot. All stent delivery systems are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.